Event description:
Caller states they use some off label refill kits (salient) and others and the nurses /hcps are claiming they are leaking. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).